Event description:
It was reported that the needle was blocked and not functioning with an unspecified bd pen needle. The following information was provided by the initial reporter: needle (partially) blocked.

Manufacturer narrative:
H.6. Investigation summary: one opened sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was blocked and not functioning with an unspecified bd pen needle. The following information was provided by the initial reporter: needle (partially) blocked.